Manufacturer narrative:
Manufacture's investigation conclusion: the serial number of the system controller was not reported with the event. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of a controller exchange was confirmed via analysis of the log file submitted from the patient¿s new primary controller. No log files from the patient¿s original primary controller were submitted for review. The log file submitted from the patient¿s new primary controller (serial number:(B)(4) ) contained approximately 1 hour of relevant data (26aug2022 from 08:30:46 ¿ 09:40:31 per the timestamp). The events captured prior to 26aug2022 appear to be consistent with routine charging of the system controller backup battery, indicating that this was the patient¿s backup controller. The driveline was first connected on 26aug2022 at 08:32:55. These events indicate that a controller exchange from the patient¿s primary controller was performed. Multiple attempts were made to obtain additional information (including why the controller was exchanged, and if any products will be returned for analysis); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was exchanged for an unknown reason. Following the exchange the pump operated as intended. No device issues were reported.